Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia. It was noted that the patient right ventricular (rv) lead dislodged three days post implant procedure due to the excessive arm movement. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.